Event description:
It was reported that an ilet bionic pancreas intermittently shut down with a black screen, then displayed a high state of charge when connected to power, prompting shipment of a replacement and coordination for return of the original device. Symptoms included no reported adverse clinical effects, no hypoglycemia, no hyperglycemia, and no alarms. Outcomes included no medical intervention and no hospitalization. Investigation included customer service triage and logistical coordination for device return. Investigation of this device did not revealed a suspected device power or display malfunction consistent with screen visibility or power instability, though no on-device alerts were generated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.